Event description:
A malfunction was reported by the customer with the alarm code malf 9. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happened again, which the customer acknowledged and understood.